Event description:
It was reported that during the procedure, the guidewire (subject device) was brought along with stent to ica ( internal carotid artery) siphon segment and due to tortuous anatomy, the physician used force to push and the distal tip of the guidewire fractured. The physician attempted to remove the residual broken guidewire distal portion from the patient with a snare tool, but was not successful. The broken guidewire piece remained in the c5 segment of the ica. The patient is reported to be in good condition with no further adverse consequences. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, the additional information provided by the customer indicated that the guidewire was confirmed to be in a good condition during preparation, the guidewire was prepared as per the direction for use (dfu), continuous flush was maintained, and the anatomy was severely tortuous. Based on the information provided, it is possible that the patient¿s tortuous anatomy contributed to the resistance encountered and the microcatheter could not pass the tortuous vessel smoothly and subsequently caused the guidewire to fracture. An assignable cause of procedural factors has been assigned to the reported events guidewire distal end/tip broken/ fractured inside patient and un-retrieved device fragments, since this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to anatomical/procedural factors during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the guidewire (subject device) was brought along with stent to ica ( internal carotid artery) siphon segment and due to tortuous anatomy, the physician used force to push and the distal tip of the guidewire fractured. The physician attempted to remove the residual broken guidewire distal portion from the patient with a snare tool, but was not successful. The broken guidewire piece remained in the c5 segment of the ica. The patient is reported to be in good condition with no further adverse consequences. No further information is available.